Event description:
It was reported that the force bipolar instrument conductor wire was loose, broken, or disconnected. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the instrument was opened from the box. The instrument was not used in the procedure. Ports were not placed. The black conductor wire was loose and still intact. There was no sign of thermal damage. Isi did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No sign of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.